Manufacturer narrative:
Eval summary: eval found the returned device was partially deployed. The thumb advancement stroke was completed and aligned with the finish arrow. Findings indicate the deployment was completed up to step #3. The safety release nut and rod were found to be out of the track and the bushing was distal to its bonding position. It appeared during the attempt to collapse the vlw, the safety button was pushed down and inward with sufficient force to push the rod out of the track and break the bushing bond. The condition of the safety subassembly would also collapse the vlw. The trigger pin was not present. The root cause for the failed clip deployment was due to the missing trigger pin. This is considered a malfunction. The root cause for the reported stuck device and missing trigger pin could not be determined. An investigation has been initiated and is on going. Review of the lot history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: failure to deploy clip, stuck device. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose attempted arteriotomy closure in an unspecified femoral artery after an interventional procedure. The device reportedly became stuck in the pt and the clip did not deploy; however, the device was removed using counter-tension. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.